Event description:
It was reported that customer experienced a minimum fill notification while attempting to load cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove pump from case and clean pump connection area, then was guided through reloading same cartridge, which did not resolve issue, and finally was guided through correctly filling and loading new cartridge; loading second cartridge resolved issue, and customer successfully resumed insulin delivery and replaced pump in case.